Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that 26mm sapien 3 ultra valve is failing due to aortic stenosis after an implant duration of 2 years and 8 months. The patient is being worked up for intervention (thv-in-thv). Tte showed a diagnosis of severe aortic stenosis with mean gradient of 32.1 mmhg and trace aortic regurgitation. No scheduled procedure date at this time.

Event description:
Edwards received notification from a field clinical specialist that 26mm sapien 3 ultra valve is failing due to aortic stenosis after an implant duration of 3 years and 1 month. Tte showed a diagnosis of severe aortic stenosis with mean gradient of 32.1 mmhg and trace aortic regurgitation. The patient underwent an explant procedure. A 25mm surgical valve was implanted in replacement.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of stenosis was confirmed based on the medical record. Available information suggests patient factors (atherosclerosis (hyperlipidemia, diabetes mellitus type 2)) likely contributed to the event as noted in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.